Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 11-may-2021. The most recent information was received on 18-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe abdominal pain / pelvic pain') in a 44-year-old female patient who had essure (batch no. 626804) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pain of extremities ("hand pain / right thigh pain") and wrist pain ("wrist pain"). In (B)(6) 2011, the patient experienced the first episode of pain in extremity ("right thigh pain") and the second episode of pain in extremity ("right thigh pain"). In (B)(6) 2011, the patient experienced dyspnoea ("shortness of breath") and painful respiration ("pain of breath") and was found to have uterine leiomyoma ("fibromatous uterus"). In (B)(6) 2013, the patient experienced the first episode of heavy menstrual bleeding ("menorrhagia"), ovarian cyst ("microcystic dystrophy on right ovary"), uterine polyp ("thickening of the polypoid mucous membranes of the endometrium") and allergic reaction to drug ("allergy to the anaesthetic cocktail"). In (B)(6) 2014, the patient experienced vulvovaginal burning sensation ("vaginal burning") and urinary tract infection ("urinary tract infection"), lasting 3 months. In (B)(6) 2014, the patient experienced allergy to antibiotic ("allergy to the antibiotic") and cervical dysplasia ("cervix cellular atypia"). In (B)(6) 2015, the patient underwent eyeglasses therapy ("switch to progressive lenses"). In (B)(6) 2018, the patient experienced malaise ("malaise"). In (B)(6) 2019, the patient experienced the first episode of tooth fracture ("1st broken tooth"). In (B)(6) 2020, the patient experienced hand pain ("finger pain") and the second episode of tooth fracture ("2nd broken tooth"). In (B)(6) 2021, the patient experienced cyst ("cystic formation on finger") and knee pain ("right knee pain"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), xanthelasma ("xanthelasma under the left eye"), pruritus ("itching skin"), fatigue ("chronic fatigue / feeling of general slowing down"), memory impairment ("memory disorder"), poor quality sleep ("non-restorative sleep"), headache ("headaches"), painful joints ("permanent joint/tendon/ligament pain (wrists, elbows, shoulders, hips, knees, ankles)"), renal pain ("severe kidney pain"), dry skin ("dry skin"), the first episode of muscle spasms ("disturbance of muscular endurance with onset of cramp on exertion"), feeling cold ("severe chilliness with cold hands and feet"), the first episode of limb discomfort ("heavy legs"), the second episode of limb discomfort ("heavy legs"), oedema peripheral ("oedema of the hands on getting up / oedema of the feet and ankles during hot weather"), hot flush ("hot flushes with or without vertigo"), vertigo ("vertigo"), presyncope ("vaso vagal episode"), balance disorder ("impaired balance"), the second episode of muscle spasms ("disturbance of muscular endurance with onset of cramp on exertion"), coordination abnormal ("coordination disorder (clumsiness, typing the wrong key on the keyboard)"), diplopia ("double vision"), the first episode of anosmia ("loss of smell with dryness of the nasal mucosa"), visual impairment ("visual disturbances / difficulty in focusing (difficulty seeing clearly) / vision decompensation with new visual correction"), dry eye ("dry eyes"), eye pruritus ("itchy eyes"), lacrimation increased ("tears eyes"), swelling of eyelid ("permanent swelling of the lower eyelid"), deafness ("hearing loss"), the second episode of anosmia ("loss of smell with dryness of the nasal mucosa"), the second episode of heavy menstrual bleeding ("menorrhagia"), abdominal distension ("abdominal swelling / bloating"), vaginal discharge ("translucent vaginal discharge outside of menstrual periods"), skin odour abnormal ("altered or unusually strong body odour"), loss of libido ("loss of libido"), breast swelling ("swollen breasts"), oedema genital ("pubic oedema"), flatulence ("severe and significant flatulence") and constipation ("constipation") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics. Essure treatment was not changed. In (B)(6) 2014, the vulvovaginal burning sensation and urinary tract infection had resolved. At the time of the report, the pelvic pain, eyeglasses therapy, pain of extremities, wrist pain, hand pain, dyspnoea, painful respiration, uterine leiomyoma, ovarian cyst, uterine polyp, allergic reaction to drug, allergy to antibiotic, cervical dysplasia, the last episode of pain in extremity, malaise, xanthelasma, the last episode of tooth fracture, cyst, knee pain, pruritus, memory impairment, poor quality sleep, weight increased, headache, painful joints, renal pain, dry skin, feeling cold, the last episode of limb discomfort, oedema peripheral, hot flush, vertigo, presyncope, balance disorder, the last episode of muscle spasms, coordination abnormal, diplopia, visual impairment, dry eye, eye pruritus, lacrimation increased, swelling of eyelid, deafness, the last episode of anosmia, the last episode of heavy menstrual bleeding, abdominal distension, vaginal discharge, skin odour abnormal, loss of libido, breast swelling, oedema genital, flatulence and constipation outcome was unknown and the fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, allergic reaction to drug, balance disorder, breast swelling, cervical dysplasia, constipation, coordination abnormal, cyst, deafness, diplopia, dry eye, dry skin, dyspnoea, eye pruritus, eyeglasses therapy, fatigue, feeling cold, flatulence, headache, hot flush, lacrimation increased, loss of libido, malaise, memory impairment, oedema genital, oedema peripheral, ovarian cyst, pain of extremities, painful respiration, pelvic pain, poor quality sleep, presyncope, pruritus, renal pain, skin odour abnormal, swelling of eyelid, urinary tract infection, uterine leiomyoma, uterine polyp, vaginal discharge, vertigo, visual impairment, vulvovaginal burning sensation, weight increased, wrist pain, xanthelasma, the first episode of anosmia, the first episode of heavy menstrual bleeding, the first episode of limb discomfort, the first episode of muscle spasms, the first episode of tooth fracture, allergy to antibiotic, knee pain, the first episode of pain in extremity, the second episode of anosmia, the second episode of heavy menstrual bleeding, the second episode of limb discomfort, the second episode of muscle spasms, the second episode of tooth fracture, painful joints, the second episode of pain in extremity and hand pain with essure. The reporter commented: she reports endometrial polyp treated with novasure (irradiation of the uterine mucosa) and adverse event tight breasts. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kgs. Cardiac stress test - in (B)(6) 2011: normal. Smear test - in (B)(6) 2014: cellular atypia. Ultrasound scan - in (B)(6) 2011: ultrasound for right thigh pain with visible dimple without trauma, no abnormality; in (B)(6) 2013: urinary and pelvic tract ultrasound for micturition urgency: fibromatous uterus, microcystic dystrophy on right ovary; in (B)(6) 2021: x-ray finger - cystic formation. Ultrasound scan vagina - in (B)(6) 2013: thickening of the polypoid mucous membranes of the endometrium and polyp. Urine analysis - in (B)(6) 2014: urinary tract infection. X-ray - in (B)(6) 2009: hand and wrist x-ray unremarkable; in (B)(6) 2020: x-ray of finger was unremarkable. Lot number: 626804 manufacture date: 2008-03 expiration date: 2010-02 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-may-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6), reference number:(B)(4) on 11-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe abdominal pain / pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. 626804) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pain in extremity ("hand pain / right thigh pain") and wrist pain ("wrist pain"). In (B)(6) 2011, the patient experienced the first episode of pain in extremity ("right thigh pain") and the second episode of pain in extremity ("right thigh pain"). In (B)(6) 2011, the patient experienced dyspnoea ("shortness of breath") and painful respiration ("pain of breath") and was found to have uterine leiomyoma ("fibromatous uterus"). In (B)(6) 2013, the patient experienced the first episode of heavy menstrual bleeding ("menorrhagia"), ovarian cyst ("microcystic dystrophy on right ovary"), uterine polyp ("thickening of the polypoid mucous membranes of the endometrium") and allergic reaction to drug ("allergy to the anaesthetic cocktail"). In (B)(6) 2014, the patient experienced vulvovaginal burning sensation ("vaginal burning") and urinary tract infection ("urinary tract infection"), lasting 3 months. In (B)(6) 2014, the patient experienced allergy to antibiotic ("allergy to the antibiotic") and was found to have smear cervix abnormal ("cervix cellular atypia"). In (B)(6) 2015, the patient experienced corrective lens user ("switch to progressive lenses"). In (B)(6) 2018, the patient experienced malaise ("malaise"). In (B)(6) 2019, the patient experienced the first episode of tooth fracture ("1st broken tooth"). In (B)(6) 2020, the patient experienced hand pain ("finger pain") and the second episode of tooth fracture ("2nd broken tooth"). In (B)(6) 2021, the patient experienced cyst ("cystic formation on finger") and knee pain ("right knee pain"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), xanthelasma ("xanthelasma under the left eye"), pruritus ("itching skin"), fatigue ("chronic fatigue / feeling of general slowing down"), memory impairment ("memory disorder"), poor quality sleep ("non-restorative sleep"), headache ("headaches"), joint pain ("permanent joint/tendon/ligament pain (wrists, elbows, shoulders, hips, knees, ankles)"), renal pain ("severe kidney pain"), dry skin ("dry skin"), the first episode of muscle spasms ("disturbance of muscular endurance with onset of cramp on exertion"), feeling cold ("severe chilliness with cold hands and feet"), the first episode of limb discomfort ("heavy legs"), the second episode of limb discomfort ("heavy legs"), oedema peripheral ("oedema of the hands on getting up / oedema of the feet and ankles during hot weather"), hot flush ("hot flushes with or without vertigo"), vertigo ("vertigo"), presyncope ("vaso vagal episode"), balance disorder ("impaired balance"), the second episode of muscle spasms ("disturbance of muscular endurance with onset of cramp on exertion"), coordination abnormal ("coordination disorder (clumsiness, typing the wrong key on the keyboard)"), diplopia ("double vision"), the first episode of anosmia ("loss of smell with dryness of the nasal mucosa"), visual impairment ("visual disturbances / difficulty in focusing (difficulty seeing clearly) / vision decompensation with new visual correction"), dry eye ("dry eyes"), eye pruritus ("itchy eyes"), lacrimation increased ("tears eyes"), swelling of eyelid ("permanent swelling of the lower eyelid"), deafness ("hearing loss"), the second episode of anosmia ("loss of smell with dryness of the nasal mucosa"), the second episode of heavy menstrual bleeding ("menorrhagia"), abdominal distension ("abdominal swelling / bloating"), vaginal discharge ("translucent vaginal discharge outside of menstrual periods"), skin odour abnormal ("altered or unusually strong body odour"), loss of libido ("loss of libido"), breast swelling ("swollen breasts"), oedema genital ("pubic oedema"), flatulence ("severe and significant flatulence") and constipation ("constipation") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics. Essure treatment was not changed. In (B)(6) 2014, the vulvovaginal burning sensation and urinary tract infection had resolved. At the time of the report, the pelvic pain, corrective lens user, pain in extremity, wrist pain, hand pain, dyspnoea, painful respiration, uterine leiomyoma, ovarian cyst, uterine polyp, allergic reaction to drug, allergy to antibiotic, smear cervix abnormal, the last episode of pain in extremity, malaise, xanthelasma, the last episode of tooth fracture, cyst, knee pain, pruritus, memory impairment, poor quality sleep, weight increased, headache, joint pain, renal pain, dry skin, feeling cold, the last episode of limb discomfort, oedema peripheral, hot flush, vertigo, presyncope, balance disorder, the last episode of muscle spasms, coordination abnormal, diplopia, visual impairment, dry eye, eye pruritus, lacrimation increased, swelling of eyelid, deafness, the last episode of anosmia, the last episode of heavy menstrual bleeding, abdominal distension, vaginal discharge, skin odour abnormal, loss of libido, breast swelling, oedema genital, flatulence and constipation outcome was unknown and the fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, allergic reaction to drug, balance disorder, breast swelling, constipation, coordination abnormal, corrective lens user, cyst, deafness, diplopia, dry eye, dry skin, dyspnoea, eye pruritus, fatigue, feeling cold, flatulence, headache, hot flush, lacrimation increased, loss of libido, malaise, memory impairment, oedema genital, oedema peripheral, ovarian cyst, pain in extremity, painful respiration, pelvic pain, poor quality sleep, presyncope, pruritus, renal pain, skin odour abnormal, smear cervix abnormal, swelling of eyelid, urinary tract infection, uterine leiomyoma, uterine polyp, vaginal discharge, vertigo, visual impairment, vulvovaginal burning sensation, weight increased, wrist pain, xanthelasma, the first episode of anosmia, the first episode of heavy menstrual bleeding, the first episode of limb discomfort, the first episode of muscle spasms, the first episode of tooth fracture, allergy to antibiotic, knee pain, the first episode of pain in extremity, the second episode of anosmia, the second episode of heavy menstrual bleeding, the second episode of limb discomfort, the second episode of muscle spasms, the second episode of tooth fracture, joint pain, the second episode of pain in extremity and hand pain with essure. The reporter commented: she reports endometrial polyp treated with novasure (irradiation of the uterine mucosa) and adverse event tight breasts. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kgs. Cardiac stress test - in (B)(6) 2011: normal. Smear test - in (B)(6) 2014: cellular atypia. Ultrasound scan - in (B)(6) 2011: ultrasound for right thigh pain with visible dimple without trauma, no abnormality; in (B)(6) and pelvic tract ultrasound for micturition urgency: fibromatous uterus, microcystic dystrophy on right ovary; in (B)(6) 2021: x-ray finger - cystic formation. Ultrasound scan vagina - in (B)(6) 2013: thickening of the polypoid mucous membranes of the endometrium and polyp. Urine analysis - in (B)(6) 2014: urinary tract infection. X-ray - in (B)(6) 2009: hand and wrist x-ray unremarkable; in (B)(6) 2020: x-ray of finger was unremarkable. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.